Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the distal left circumflex artery. A 2.50 x 38mm synergy ii drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion and it was noted that the stent was damaged on the distal side. The procedure was completed with balloon only. No patient complications were reported.